Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that patient was seen in office by representative and doctor on (B)(6) 2017.  There was no redness was observed by doctor.  Shocking could not be reproduced. Impedance was checked and found satisfactory.  Programs were changed and patient was feeling stimulation in appropriate area with no shocking. There was no information on patient weight was available. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that patient was complaining of redness at implant site and shocking sensation. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.